Manufacturer narrative:
Date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: during investigation, there was a confirmed (B)(4) alarms (motor error occlusion during prime) in black box. Complaint cannot be duplicated during the investigation. Rewind, load and prime steps performed successfully. Pump exercised for 24 hours with no alarms occurring. Black box history indicates service (B)(4) alarms due to occlusion (B)(4) present during prime function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6), the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.